Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon nicked the mcl (medial collateral ligament) when cutting during tka surgery. Surgeon was not aware it happened until trialing. Tka case. Surgical delay of =15 minutes.

Event description:
Surgeon nicked the mcl (medial collateral ligament) when cutting during tka surgery. Surgeon was not aware it happened until trialing. (B)(4) case. Surgical delay of =15 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding soft tissue damage to the mcl during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 332 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding tissue damage to the mcl. There was were no other reported event for the listed catalog number. Conclusion: based on the findings mcl getting cut is likely due to an inaccurate bone registration being used. The registration results show that the points that are to be collected in the femoral notch were instead shown some distance off the lateral condyle distal surface. In addition, the points collected on the medial side of the bone are shown inside the bone. Both these groups of points along with the far point landmark (hip center) are used to define rotation orientation of the femur transform. The application warned the surgeon that the registration was inaccurate and to either re-collect points or verify all verification points. Only 1 verification point was confirmed. This inaccuracy in bone registration likely lead to the mcl getting nicked as it would have no longer been protected by stereotactic boundaries. Because the application behaved as expected, warning the user that registration accuracy was uncertain, the robotic system also behaved as expected.